Event description:
It was reported that the pump had to be removed ¿on monday¿ due to an infection. As of the report date, the patient was still in the hospital and had been there for a week. The reporter did not know if the infection was related to o.r. Caused by the device. The device system contained saline and previously contained morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, lot# j0177982r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
It was later reported that no perioperative antibiotics were administered. The onset/diagnosis of the infection was (B)(6) 2013. The patient experienced symptoms of drainage, pain, incisional wound opening and chills. The primary location of the infection was the device pocket. A culture was obtained from the cerebrospinal fluid and blood and was negative. The patient was given oral antibiotics and the infection resolved. It was noted that the patient¿s incision was punctured multiple times for attempted pump fill and this was a risk factor to the event.

Manufacturer narrative:
(B)(4).